Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous right coronary artery. The physician pre-dilated with an unspecified balloon catheter. The physician then advanced the 2.50x28mm promus element stent delivery system and was not able to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device identified distal stent damage. Struts were raised distally and stretched to cover half the distal markerband. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No issues were noted with the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).